Event description:
The patient had generator replacement surgery due to end of service on (B)(6) 2012. The replacement generator was programmed to the patient's previous settings. The generator was received by the manufacturer, but product analysis has not been completed to date. The return product form was received and indicated the reason for replacement was due to battery depletion with eri=yes.

Event description:
It was reported that the patient's surgery was canceled as the patient has not completed cardiology clearance, and it has not occurred to date. Follow-up with the physician reveals that they feel the generator is at end of service as it has been implanted for quite some time and they have had no issues with their programming history.

Event description:
The implant card was received which also reported that the generator replacement surgery on (B)(6) 2012, was replaced due to battery depletion with near end of service=yes. Follow up with the physician's office confirmed that the patient's "cognitive difficulties" are not believed to be related to vns. Product analysis for the generator was completed, and the reported end-of-service allegations were confirmed. An open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The reported "failure to program" was duplicated in the lab and determined to be the result of normal battery depletion. With the exception of the eri parameter, the device performed according to functional specifications. There were no abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently did not include the specific date of manufacturer of the suspect device.

Event description:
It was reported that the physician could not interrogate the patient's vns and did not even realize the patient had a vns. The patient could not recall anything related to vns since 2002, but is a difficult historian. At this time, it is unknown if this is due to normal end of service or not. Last record of battery check is from 2005 and everything was okay. The patient has also had some "cognitive difficulties", but it is unknown if these are related to vns. Patient's seizures have not increased. Patient has been referred for generator replacement, but it has not occurred to date.